Event description:
During procedure, physician had been putting instruments through 5mm trocar and at one point during procedure noticed an o-ring in pt's abdomen. Physician pulled o-ring out of pt's abdomen, the trocar which had been used for the instruments was then removed.